Manufacturer narrative:
The system was serviced in the field and failed imaging modalities testing due to the power conversion running when the power was disconnected. The power enclosure was replaced and the failure was resolved the system passed all tests and was functioning normally. The power tray was also replaced as a proactive change. (B)(4). Concomitant medical products: other relevant device(s) are: product ID: bi71000176, serial/lot #: rev. 2 : (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when the field service engineer (fse) was performing a software update, it was noticed that the power conversion board would not power off and needed to be replaced. No patient was present. It was reported that a known issue of older power conversion enclosures was that the part does not turn off when the umbilical cable is unplugged.